Event description:
The facility's biomedical engineer reported an infusion pump that non delivered and audible alarms. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.